Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) displayed multiple device resets and a code that indicated early battery depletion was occurring. It was noted that the patient is undergoing radiotherapy due to cancer. Boston scientific technical services (ts) was consulted and engineering reviewed the data. Engineering determined the code occurred as a result of a low battery measurement and a high power consumption measurement. Since that measurement power consumption was not measured again. Ts noted that radiotherapy has likely affected the device. Ts noted that the most conservative approach would be replacement of the device. However as the patient is currently undergoing radiotherapy, re-evaluation of the device after a magnet reset and after a new power consumption measurement could be considered. The field representative conveyed the information the to clinic. At this time the course of action is for the patient to perform a remote home monitoring interrogation at the beginning of the radiotherapy sessions and when in clinic they will perform a magnet reset. The s-ICD remains in service and no adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) displayed multiple device resets and a code that indicated early battery depletion was occurring. It was noted that the patient is undergoing radiotherapy due to cancer. Boston scientific technical services (ts) was consulted and engineering reviewed the data. Engineering determined the code occurred as a result of a low battery measurement and a high power consumption measurement. Since that measurement power consumption was not measured again. Ts noted that radiotherapy has likely affected the device. Ts noted that the most conservative approach would be replacement of the device. However as the patient is currently undergoing radiotherapy, re-evaluation of the device after a magnet reset and after a new power consumption measurement could be considered. The field representative conveyed the information the to clinic. At this time the course of action is for the patient to perform a remote home monitoring interrogation at the beginning of the radiotherapy sessions and when in clinic they will perform a magnet reset. The s-ICD remains in service and no adverse patient effects were reported. Additional information was received that another code displayed for early depletion, however the battery status was at 93 percent remaining. A magnet reset was performed and the s-ICD was re-interrogated. No further code displayed and the battery longevity remained at 93 percent. The patient was asked to perform a remote home monitor interrogation. Boston scientific technical services (ts) was consulted and engineering reviewed the data from the remote home monitor. Engineering found shock logs that did not have charge activity prior, thus it was determined they were incorrect log entries. The battery voltage appeared to be recovering and the latest counts for battery usage were normal. Engineering further noted that there was still a device reset after the magnet reset, which indicates the device potentially is still experiencing residual effects of the radiation therapy. Ts noted that after the reset, the device is likely operating normally, however given the history of the resets itis being affected significantly by the radiation. Ts recommended that the s-ICD be shielded better during radiation therapy.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.